Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it hurts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), back pain ("chronic back pain"), migraine ("migraines") and arthralgia ("joint pain"). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, back pain, migraine and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, menorrhagia, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :pelvic pain, menorrhagia, back pain, migraine and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it hurts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), back pain ("chronic back pain"), migraine ("migraines") and arthralgia ("joint pain"). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, back pain, migraine and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, menorrhagia, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :pelvic pain, menorrhagia, back pain, migraine and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.